Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that they see small metal fragments from the phaco tip in the eye occasionally. No patient harm.

Manufacturer narrative:
No phacoemulsification or particulate sample was returned for evaluation. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. Because a sample was not returned from the customer and no lot information was provided for a lot record review, the root cause for customer complaint issue cannot be determined. No specific action with regard to this complaint was taken by the manufacturing facility because no complaint sample was received to determine a root cause. Phacoemulsification tips are 100% visually inspected by trained operators during the manufacturing process. Phacoemulsification tip are manufactured using titanium so they are not ferro magnetic and will not be affected by an magnetic resonance imaging (MRI). Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).